Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be determined. [Consideration] <probable cause> the fan stopped rotating, or the rotation became weak due to a fan failure of the subject device. As a result, it was presumed that the air exhaustion was reduced, the temperature inside the subject device rose, the temperature switch was activated, and an error occurs. It was considered that fan failure was the result of continued use of the subject device. <investigation result> -from the inspection results by olympus service operation repair center (sorc), it was confirmed that a malfunction or error occurred due to a cooling fan failure. -it is a specification that a clv temperature error occurs when the temperature inside the light source device rises. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). It could be duplicated the reported phenomenon and it was found the fan failure of the subject device which caused not working of the fan. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found at the unspecified timing, since the fan of the subject device did not work, the overheating occurred. The occurrence date of the event is unknown. There was no patient injury associated with this report.